Event description:
It was reported that during an unrelated back surgery on (B)(6) 2014, the surgeon noted clear fluid in the pump pocket. A catheter access port (cap) contrast study was performed which found the catheter had become disconnected between segments. A surgical revision was performed and the pump was found to be floating within the pocket; that the pump dislodged from the sutures. The catheter was reconnected and the pump was re-sutured. The patient required in-patient hospitalization. The patient had symptoms of increased pain and the severity of the event was mild. The patient resolved without sequela. The pump system was being used to infuse dilaudid, bupivacaine, clonidine and baclofen (unknown).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the pump had not dislodged from sutures, but had migrated. The patient presented to the clinic for a post-operative evaluation. At that time 26 cubic centimeters (cc) of fluid were aspirated from the pocket and sent for analysis. There was a pump pocket infection and seroma. Examination on (B)(6) 2014 found the pump site was red in color and the pocket had a seroma. Laboratory testing was positive for staph infection. Medications were administered: clindamycin and baxtrim. Amoxicillin was stopped. The event was ongoing as of (B)(6) 2014. It was later reported the entire system was explanted and not replaced on (B)(6) 2014 and the event resolved without sequelae on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, explanted: (B)(6) 2014, product type catheter; product ID neu_unknown_cath, lot # unknown, product type catheter; product ID neu_unknown_cath, lot # unknown, explanted: (B)(6) 2014, product type catheter. Analysis of the pump serial number (B)(4) found no anomaly. Analysis of first unknown catheter found acceptable catheter testing; the catheter was incomplete and returned in segments. Analysis of the second unknown catheter found a catheter body break.

Manufacturer narrative:
Conclusion codes: replace for second unknown catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a physician via psr (product surveillance registry) regarding a patient receiving intrathecal bupivacaine 38.0 mg/ml at 9.062 mg/day, clonidine 750.0 mcg/ml at 178.86 mcg/day, baclofen 900.0 mcg/ml at 214.63 mcg/day, and dilaudid 6.0 mg/ml at 1.4309 mg/day. The indication for use was malignant pain. The patient presented for a post-operative evaluation and 26 cc fluid were aspirated from a pump pocket seroma and sent for analysis. Examination of the patient was abnormal with pump pocket seroma (date of test on (B)(6) 2014). The lab results revealed the patient was positive for a staph infection on (B)(6) 2014. The system was explanted on (B)(6) 2015 although it was previously reported as (B)(6) 2014. The event resolved without sequelae on (B)(6) 2014.

Event description:
Additional information later reported the device system was explanted (B)(6) 2014, infection.

Event description:
Additional information received reported that the event resulted in a serious deterioration in the health of the patient.

Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.